Event description:
Device malfunction: difficult to remove the clip applier. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved ateriotomy closure after percutaneous transluminal coronary angioplasty (ptca). Reportedly, the device's sheath was difficult to remove from the tissue tract after clip deployment. The device was removed with an 'accelerated" pull by placing the left hand on the access site around the body of the device and using the right hand to pull the device out. The device clip achieved hemostasis. There were no reported adverse pt effects. Though requested no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.